Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs implant system. During the impaction of the acetabular cup, the impaction platform broke into two pieces. The break took place outside of the joint area and all pieces were recovered. The surgical outcome was successful with no known harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being conducted at mako surgical. A supplemental report will be filed if additional results are obtained.